Event description:
Information received regarding the explanted device notes that the patient did not feel well with symptoms similar to those before receiving a pacemaker. The patient's intrinsic rate was in the mid 30's. The device exhibited no output and could not be interrogated.